Event description:
On (B)(6) 2010, a respiratory therapist reported hearing a high pitched leaking sound from the back of inomax ds, (B)(4). The respiratory therapist states there was no harm to the pt. While trouble-shooting the device, another female respiratory therapist experienced a headache. The respiratory therapist alleviated her headache by stepping outside of the pt's room. Her headache resolved and was non-serious. The device was subsequently replaced with another unit and returned to the company for investigation.

Manufacturer narrative:
Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.